Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, lead fracture on left ventricular lead was observed. Lead was explanted and replaced. No information on patient condition was provided.